Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had elevated high thresholds. The physician had wanted to reposition the lead but he could not fully retract the lead helix. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.